Event description:
It was reported via a remote monitor transmission that the device had a power on reset (por). The patient will be contacted and the software will be reloaded. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).